Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the lens didn't come out all during insertion. A part of iol was inserted into the eye but was not completed. The lens was exchanged with another lens of same model but different lot number and the surgery was performed and completed on the same day.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11 the product was returned for analysis, and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received loose in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. The lens was returned adhered to the outside of the carton. Solution and bits of the carton are dried on the iol. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint " iol didn't come out all during insertion" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).